Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the patient underwent a revision due to tibial loosening after a knee arthroplasty.

Manufacturer narrative:
Reported event was confirmed by review of x-rays and provided revision op notes. Visual inspection of the returned tibial component and articular surface exhibits signs of being implanted. Scratches on the proximal side and few traces of cement on distal side were identified on tibial component. Articular surface shows signs of pitting on the proximal side. Dimensional analysis shows measured dimensions are with in specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required revision op-notes indicate that patient was revised due to loosening of tibial component. X-ray (post-op primary) radiolucencies are present at tibial implant cement-bone and metal-bone interfaces, consistent with loosening of the tibial component. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: articular surface fixed bearing posterior stabilized, catalog # 42511400516, lot # 62638061. All poly patella size 35 mm dia. Standard, catalog # 00597206535, lot # 63198317. Femur cemented posterior stabilized, catalog # 42500606201, lot # 63167407. Palacos rg 1x40 single, catalog # 00111314001, lot # 80374394. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.